Event description:
It was reported that the pump had an invalid syringe size and check plunger issue. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No external damage was reported. Error history log review found an invalid syringe size and check clutch/ plunger lever error. The root cause of the reported issue was found to be the barrel clamp and plunger head was released during an infusion causing the check clutch and invalid size alarm after checking history log. Actions were taken to mitigate the reported issue: performed preventative maintenance on the pump.